Manufacturer narrative:
Product analysis: the everflex entrust was returned inside a saftpak biohazard pouch which indicated lot a976716. No ancillary devices were included. A device label which indicated lot a976716 was attached to the pouch. The everflex entrust was inspected and found the silver outer detached from the inner assembly. It was observed the inner was exposed outside of the clear luer located at the proximal end of the handle assembly. The inner assembly/pusher measured to be approximately 135cm. The distal segment/silver outer was inspected. It was verified the stent was no loaded. The length of the silver outer was approximately 122cm. The proximal end of the silver outer was inspected under microscope. A longitudinal tear was noted 0.7cm from the proximal edge. The thumb wheel was rotated with no resistance. The handle assembly was cracked open. No buckling or kinking of the inner assembly was observed. The pull cable was loosely coiled up around the thumb wheel. The distal end of the pull cable showed traces of the silver outer material adhered to the surface of the pull cable. The clear luer was pulled off from the inner assembly with noted resistance. Under microscope adhesive was observed with the luer. A portion of the inner assembly lining remained within the luer. There was no indication of insufficient adhesive. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent system with a non-medtronic 6fr sheath and 0.035 non-medtronic guidewire during treatment of a 150mm calcified lesion in the patient¿s distal left superficial femoral artery (sfa) of diameter 7mm. Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 90% stenosis. A steep aortic iliac calcified bifurcation is reported. Atherectomy was performed prior to treatment with stent. It was reported that the stent was attempted to be used but it was not deployed due to device failure. Lock pin was removed prior to deployment attempt. No real unusual force was felt during deployment attempt. No partial deployment was observed. The device was safely removed from the patient and it was replaced by a new everflex entrust of same model and lot number. No patient injury was reported for this event.